Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Review of bolus history showed that bolus totals add up correctly and all boluses are recorded as programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data showed that the last bolus and last basal were delivered two and three days after the complaint date respectively. The total daily deliveries added up correctly and reflected the user¿s programmed basal settings. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. The investigation was unable to verify or duplicate the reported inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.